Event description:
It was reported that during an unk procedure, the instrument did not work during the middle of the proceudure. There was no patient consequence.

Manufacturer narrative:
A1,2, 3, 4,; b6,7,; d8: information not provided during initial contact. H6 code 400= broken blade. Analysis summary: the analysis results found that the ace36p device was returned with the blade gouged and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The device was tested with a generator and a solid tone was noted. The indentified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore. The instructional insert states: "scratches on the blade may lead to premature blade failure" and " avoid accidental contact with other instruments during use." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process.